Manufacturer narrative:
The initial report had the incorrect information related to treatment. The correct information has been provided with this report.

Event description:
It was reported that customer had a physical exam and had a flu but did not indicate how the fluctuating blood glucose was treated.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and hypoglycemia on (B)(6) 2019. The customer's blood glucose level was 209 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer was treated with insulin and glucose and food during hospitalization. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.